Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was available. The analyst commented that the atrial lead impedance was intermittently not taken.

Event description:
It was reported that the right ventricular (rv) lead impedances were not taken on two distinct occasions. It was also reported that the atrial lead potentially lost capture. The rv and atrial leads remain in use. The physician is following with the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.